Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is classified as import for export, therefore 510k is not applicable. This device is not distributed in us so that unique identifier is blank.

Event description:
H-s2518 (c021567) I tried to stop bleeding with this product, but it was removed from the endoscope because the tip cup part was not energized. Since the replaced hemostat-y could be used without any problems, it is highly possible that there was a problem with this product. I would like to request a report of the opinion from the manufacturer. This event occurred at the time of during use. There was no report of patient harm.

Manufacturer narrative:
Correction information: g6: follow up #1. H2:if follow-up, what type? H3:device evaluated by manufacture. H6: coding changed based on the investigation result. Additional information: h4:device manufacture date. Evaluation summary: when the product was connected to a high-frequency surgical device vio300d (manufactured by elbe) and an energization test was conducted, it was confirmed that there was no energization failure and that the cup was energized. It is speculated that the cause of the inability to conduct electricity is that coagulated substances such as coagulated tissue and blood adhered to the cup and interfered with conduction, resulting in poor conduction.